Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5013715 had the housing casing along the pin side broke into pieces while surgeon saw the femoral neck intra-operatively. The saw blades hits against the metal retractors (langenbeck and hoffman retractor) that protects the nerve structures and lead to a strong vibration hence cause the pin bend and plastic broke into pieces along the pin side and lead to surgical field contamination. This event is related to a malfunction that could potentially lead to a sterility issue. The event caused a delay as the surgical field need to rule out the contamination area and reinforce the sterile area. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint cmp- (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2 - foreign: singapore. DHR review could not be performed as it was not found. Device was 18 months old and is not out of box failure. Upon receipt, the lid was broken at the hinge. The product is not technically repairable; it is under warranty and has been exchanged by a new one. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.